Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a watchman procedure, while the physician was trying to access the laa, the double curve access curve kinked. The physician decided to do a contrast injection and, at that moment, he realized that there was a pericardial effusion, apparently caused at the time of crossing. The doctor decided to continue with the implant and he performed a second transseptal puncture on the patient using another needle.